Event description:
New information states that the lead was capped and replaced on (B)(6)2018 due to oversensing noise. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic after receiving a vibratory alert. It was noted that the right ventricular lead exhibited low pacing impedance. Several non-sustained right ventricular oversensing episodes were also noted due to lead noise. Potential lead abrasion was suspected. Lead revision was discussed. The patient was asymptomatic.